Event description:
The customer reported that the ventilator had a high temperature alarm message. The customer reported that the unit was in use on patient at the time of the event, but there was no patient harm reported. The unit was swapped out. The customer contacted product support and stated that the unit alarmed blower temperature high error message, no patient harm. The unit was removed from the patient without incident and the unit continued to ventilate during alarm condition. Error code 1122 was verified in the log. The cooling fan was operational. The customer was advised that the unit is under warranty. The customer was advised that they can run the unit with test circuit to try and duplicate the issue. If not, the customer can return the unit to service as no problem found or have blower replaced as onsite service. The customer will run the unit and follow up to advise of results. Product support followed-up with the customer and was advised that unit run in was performed and the unit operated normally with no alarms activated. The customer has returned unit to service with no problems found. The issue has been resolved. There are no other concerns for the customer.